Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to customer site. After evaluation of the instrument and instrument data, the cse decontaminated the system, lubricated and re-gapped the syringe and verified proper probe positions. Quality controls and precisions were run, resulting within range. Upon follow-up, the customer stated that they receive discordant results on precision runs. Siemens is investigating this issue.

Event description:
(B)(6) result was obtained on one patient sample on an advia centaur xp instrument. The patient was previously tested in (B)(6) 2013 and in (B)(6) 2014 and resulted (B)(6). The two (B)(6) results and one (B)(6) result were obtained with three different samples on the same instrument. The (B)(6) results were reported to the physician(s) at the time. The sample which resulted (B)(6) was repeated five times on the same instrument, resulting (B)(6). The (B)(6) result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the (B)(6) result.

Manufacturer narrative:
The initial MDR 2432235-2014-00222 was filed on march 12, 2014. Additional information (03/07/2014): a siemens customer service engineer (cse) and a technical application specialist (tas) were dispatched to the customer site. After evaluation of the instrument and instrument data, tas discovered that non-validated nesting cups were used for sampling by the customer. Tas advised the customer of this and the customer has corrected the issue. Tas performed a precision study with 90 replicates, all resulting within range. The cause of the customer using non-validated nesting cups is a user error. The cause of the non-reactive hcv result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.